Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the visual inspection of the received k-wire confirms the breakage, and breakage cross-section indicates towards a cup-cone fracture formation which is caused due to torsional shear (twisting). The tip of the wire is heavily damaged, and there is nothing left from the original shape of the tip. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in slightly off from the acceptable values but considering the breakage, diameter, and surface of the returned device, the value is deemed acceptable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states that ¿during the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on the investigation the root cause was attributed to a user related issue. The nature of breakage of the k-wire is because of torsional shear applied by the user. If any additional information is provided, the investigation will be reassessed.

Event description:
Customer reported the following issue: "intervention for a long gamma nail. When using the kirshner wire, the end of the wire broke off in the nail. The nail had to be removed, the broken end had to be removed and then a new wire had to be used. This led to an extension of the intervention (3 minutes of delay)".

Event description:
Customer reported the following issue: "intervention for a long gamma nail. When using the kirshner wire, the end of the wire broke off in the nail. The nail had to be removed, the broken end had to be removed and then a new wire had to be used. This led to an extension of the intervention (3 minutes of delay)".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.